Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection that occurred on (B)(6) 2015. Dexcom representative educated patient on signal losses occurring less than 15 minutes. No additional patient or event information is available.